Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received that the system was not able to start-up. Upon checking with customer, quote for evaluation and repair service was sent to customer however quote expired. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.